Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0sq99, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0sq99, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there was a lead migration and then the therapy was not helping the patient due to the migration. A noted contributing factor was the patient losing 40 pounds. There were no diagnostics reported. It was reported that the lead had been replaced and the issue was resolved at the time of the report. No further complications were reported or anticipated.